Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for the past 4 days, their controller had been working a little crazy. Patient said sometimes the controller wouldn't even recognize the device and wouldn't let them go up to what their normal program setting was. Patient said they were normally at 13.8, but today they couldn't go past 10 and a little later they tried to increase again but couldn't get past 12.4. Patient tried to increase stim during the call, but got settings not available. Patient confirmed they had not had any changes to programming or falls. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient was informed by their neurosurgeon that they would need to have surgery to determine the issue with the disconnect of the electrodes to the battery. The surgery was scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.